Event description:
It was reported that the instrument was producing malformed clips. The case was completed with another device. There was no consequence to the patient. No other information was reported.